Event description:
This report summarizes (B)(4) malfunction events. The event was related to lvc : dc-suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Lot numbers: lot number: 60193343, quantity: (B)(4). Lot number: 60207828, quantity: (B)(4). Lot number: 60238717, quantity: (B)(4). Lot number: 60241451, quantity: (B)(4). Lot number: 60250291, quantity: (B)(4). Lot number: 60267629, quantity: (B)(4). Lot number: 60278657, quantity: (B)(4). Lot number: 60287678, quantity: (B)(4). Lot number: 60290828, quantity: (B)(4). Lot number: 60292886, quantity: (B)(4). Lot number: 60292899, quantity: (B)(4). Lot number: 60295221, quantity: (B)(4). Lot number: 60297879, quantity: (B)(4). Lot number: 60297881, quantity: (B)(4). Lot number: 60298836, quantity: (B)(4). Lot number: 60298837, quantity: (B)(4). Lot number: 60300234, quantity: (B)(4). Lot number: 60301271, quantity: (B)(4). Lot number: 60301369, quantity: (B)(4). Lot number: 60301370, quantity: (B)(4). Lot number: 60304193, quantity: (B)(4). Lot number: 60304197, quantity: (B)(4). Lot number: 60305677, quantity: (B)(4). Lot number: 60305678, quantity: (B)(4). Lot number: 60306950, quantity: (B)(4). Lot number: 60306951, quantity: (B)(4). Lot number: 60309862, quantity: (B)(4). Lot number: 60309865, quantity: (B)(4). Lot number: 60311315, quantity: (B)(4). Lot number: 60311911, quantity: (B)(4). Lot number: 60311912, quantity: (B)(4). Lot number: 60312271, quantity: (B)(4). Lot number: 60313604, quantity: (B)(4). Lot number: 60316118, quantity: (B)(4). Lot number: 60317391, quantity: (B)(4). Lot number: 60317513, quantity: (B)(4). Lot number: 60317514, quantity: (B)(4). Lot number: 60319239, quantity: (B)(4). Lot number: 60319240, quantity: (B)(4). Lot number: 60319241, quantity: (B)(4). Lot number: 60320253, quantity: (B)(4). Lot number: 60320254, quantity: (B)(4). Lot number: 60320746, quantity: (B)(4). Lot number: 60320752, quantity: (B)(4). Lot number: 60323225 quantity: (B)(4). Lot number: 60323226, quantity: (B)(4). Lot number: 60323882, quantity: (B)(4). Lot number: 60324359, quantity: (B)(4). Lot number: 60324361, quantity: (B)(4). Lot number: 60324362, quantity: (B)(4). Lot number: 60325739, quantity: (B)(4). Lot number: 60327630, quantity: (B)(4). Lot number: 60328672, quantity: (B)(4). Lot number: 60330262, quantity: (B)(4). Lot number: 60330263, quantity: (B)(4). Lot number: 60332108, quantity: (B)(4). Lot number: 60333690, quantity: (B)(4). Lot number: 60334442, quantity: (B)(4). Lot number: 60335986, quantity: (B)(4). Lot number: 60336894, quantity: (B)(4). Lot number: 60341112, quantity: (B)(4). Lot number: 60341113, quantity: (B)(4). Lot number: 60343420, quantity: (B)(4). Lot number: unknown, quantity: (B)(4). One hundred and seventy-one investigations were completed during the reporting period and no device problem was found. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: two investigations were completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: after review of the cases it was found that the number of events needs correction from 299 to 296. The lot numbers involved also need correction for the following: 60341113 corrected quantity is 2 unknown corrected quantity is 14 60324361 corrected quantity is 15 additional information: there were 43 investigations completed during the reporting period and for all of them no product problems were identified.

Manufacturer narrative:
Correction: in the initial report it was incorrectly reported that the amount of events were 299. The correct amount should have been 300. The lot 60325739 quantity needs also to be updated from 4 to 5. The number of investigations completed during the period also needs update as the total of investigations went from 171 to 172. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.